Event description:
It was reported this ureteral access catheter broke into five pieces in the patient, during this therapeutic drainage procedure. This was noted by the physician under fluoroscopy. The segment were very small and were successfully retrieved through a ureteroscope without incident. Another catheter was used to successfully complete the procedure. There was no reported patient complications.

Manufacturer narrative:
The device was not received by the manufacturer. Without the device, we are unable to determine the cause for this event. Our directions for use state: "if resistance is encountered during advancement or withdrawal of the catheter, stop. Do not continue without first determining the cause of the resistance and taking remedial action. "